Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Rep. Reported meeting with surgeon regarding gmrs press fit stem are potentially problematic. Patient is 3 months post-op.

Manufacturer narrative:
An event regarding revision involving a gmrs stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the lot ID was not properly identified. Complaint history review: not performed as the lot ID was not properly identified. Conclusions: the revision of the gmrs stem was confirmed from the revision implant sheet but the exact cause of the event could not be determined because insufficient medical information was provided. Further information such as revision operative reports, x-rays, clinical and past medical history are needed to determining the root cause. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Rep. Reported meeting with surgeon regarding gmrs press fit stem are potentially problematic. Patient is 3 months post-op.